Event description:
The facility representative reported a colleague infusion pump which experienced failure code 550:121:1005:0000. Device evaluation confirmed the reported condition, finding a failed speaker test in the event history, indicating the device may have failed to alarm. It is unknown when or at what point in the process this condition occurred. No patient injury or medical intervention was reported. The software version of this device is unknown. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: this device was evaluated at the facility by a baxter technician. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of failure code 550:121:1005:0000. The root cause could not be determined. No repairs were necessary to repair the reported condition. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). Device evaluation: this device was serviced on-site by a field service technician. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of a failure code 550:121:1005:0000. The root cause was determined to be a user error, as the user pressed the "no" soft key during the speaker test although no problems with the speaker were discovered during service. No repairs were necessary to repair the reported condition. A follow up report will be submitted if additional information becomes available. Additional information: a service history review revealed no previous service events were related to the reported condition.

Manufacturer narrative:
(B)(4). Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).